Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was a leak in the marathon microcatheter during onyx injection. The patient was undergoing surgery for treatment of a dural avf. It was noted the patient's vessel tortuosity was severe. It was reported that the after placement of the neuron max and marathon microcatheter, the marathon was flushed with saline and then 0.35ml dmso. The onyx had been on the shaker for more than 20 minutes at a speed of 8. Using a 1ml syringe, the onyx was injected at control rate. After injecting 0.25ml, the onyx was not visible at the distal end of the microcatheter. Another 0.5ml was injected, but there was still no visibility. The microcatheter was checked and a leakage was found at 40-45cm from the distal end of the microcatheter. The leaked onyx had blocked the space in the navien and therefore both the navien and marathon were removed. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Ancillary devices include a neuron max sheath, marathon microcatheter, chikai 008 guidewire, onyx liquid embolic.